Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was getting oor message on their patient programmer when trying to shut off ins for an EKG. The rep stated the patient had constant current programming. Technical services reviewed that it may be related to high impedances/open circuit. No further complications were reported/anticipated.

Event description:
Additional information was received on (B)(6) 2020 by a manufacturer representative (rep) reporting that the cause of the oor was due to high impedances. Actions/interventions taken to resolve the oor was lowering the amplitude. The oor was not resolved and the patient will need lead/extension revision. For some reason, the other lead was not listed in registration.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37612, serial# (B)(6), implanted: (B)(6) 2019, product type implantable neurostimulator; product ID neu_unknown_ext, serial# unknown, product type: extension, product ID 3389s-40, lot# va0uu6j, implanted: (B)(6) 2016, product ID: neu_unknown_lead, lot# unknown, product type: lead, product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2016, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-jan-17 from a manufacturer representative (rep). It was reported that there's no date scheduled yet for the lead/extension revision.

Manufacturer narrative:
Product ID 37612 lot# serial# (B)(4) implanted:(B)(6)2019 explanted: product type implantable neurostim ulator product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that it was unknown when the issue was first noticed. Diagnostics/troubleshooting confirmed it was an issue with either the lead or extension. The cause of the high impedances was not determined. Actions/interventions included the patient going in for a revision of the extension or lead. This information was confirmed with the physician.

Manufacturer narrative:
No information for date of event. Refer to regulatory report #3004209178-2019-19671 for details regarding the related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the contact 2 had greater than 30k ohms impedance readings. They were not with patient to do troubleshooting. The surgeon is going to open the ins pocket and try to resolve the impedance issue. No symptoms were reported. No further complications were reported or anticipated with this event.